Event description:
Caller reportedly received the following results on a roche meter, compared to a professional meter, within 10 minutes: 161 mg/dl (aviva) and 351 mg/dl (doctor's meter) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.